Manufacturer narrative:
The device was not returned to the manufacturer at the date of this report. A follow-up medwatch will be submitted once the investigation is completed.

Event description:
It was reported that the modular electric/battery single trigger handpiece serial (B)(4) did not work. The surgery delay was 1 hour and 30 minutes. There was no additional harm or injury to patient/operator reported.

Manufacturer narrative:
Universal modular electric/battery single trigger handpiece, serial number (B)(4) was returned for complaint investigation. Visual and functional tests were performed. Upon receipt, it was confirmed that the device was not functional due to an electronical failure, the heat shrink was damaged. The event reported by the customer, "not work", was confirmed. As repair, motor, controller board, trigger board, wire connecting trigger board with controller board and heat shrink were replaced. The device passed all final tests and was returned to the customer.